Manufacturer narrative:
The product associated with this complaint was not returned. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.

Manufacturer narrative:
Product is not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured.